Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 139 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared each time the alarm occurred and insulin delivery was able to be resumed. Reportedly, the customer had manual injections available as alternate insulin therapy.